Event description:
The physician reported that after removing the onestep catheter from a femoral artery, a piece of the catheter was missing and remained in the pt. The physician will remove the remaining sheath fragment during surgery to fix an overpass blockage. The physician was using the onestep drainage catheter to gain arterial access to the femoral artery. The physician recognizes that this is not the intended use of the device.

Manufacturer narrative:
Device eval: one device returned for eval. The eval is process. A follow up report will be submitted when the eval is complete.